Event description:
The customer reported being hospitalized for high blood glucose of 600 mg/dl. Troubleshooting was performed. The time and date were correct. The customer stated that she experienced pain, irritability, and excessive thirst. The boluses and basals were accounting correctly in the daily totals. Ran a fixed prime test and the insulin exited. The customer wears the infusion sets for three days. The customer indicated that the screen on the insulin pump was scratched, which makes it very difficult to see the entire display. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.